Manufacturer narrative:
(B)(4). Vascutek now considers this complaint closed, however the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time.

Event description:
This record is a follow up #1 report regarding MFR#9612515-2017-00004 that was submitted to the FDA on february 23rd 2017.

Manufacturer narrative:
(B)(4). Method: process evaluation - a review of the manufacturing process was carried out and no issues were identified. Manufacturing review - a complete review of the manufacturing and qc records did not identify any issues with the manufacture of the device. Sterilisation process review - a review of the sterilisation records for this device confirmed that all acceptance criteria were met. Evaluation, results: pending completion of evaluation - the device has been returned to vascutek and analysis is currently ongoing. The results of the analysis will be included in the next report. Conclusion: conclusion not yet available evaluation in progress- the device has been returned to vascutek and analysis is currently ongoing. The results of the analysis and a conclusion will be included in the next report.

Event description:
It was reported to vascutek that a gelseal straight graft was bleeding through during the case. No further information has been provided to date.